Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One volt pfa, sensor enabled catheter was received for evaluation. Spline 2 was detached at the distal end of the basket assembly, and the distal end of the spline was elongated, consistent with the reported event. The distal crown and catheter spline had no anomalies regarding the amount of adhesive applied. The volt catheter was inserted and removed from a stock 13f agilis with no anomalies and minimal resistance. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached spline remains unknown.

Event description:
After successful pvi under conscious sedation, there were issues with resheathing the volt catheter into the agilis sheath. When the catheter was extracted from the patient, one of the splines was noted to be detached from the top of the electrode. This was suspected to have occurred during extraction. There were no adverse patient consequences.